Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078373. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: (B)(6), batch: 28909269.

Event description:
It was reported that patient had high impedances throughout one entire lead. The patient underwent a lead explant procedure and the leads were discarded per hospital policy.